Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unable to have an magnetic resonance imaging (MRI) as their implantable pulse generator (ipg) could not be reprogrammed, "for some reason." The patient was unable to have an MRI as a result. The patient also reported: "one of the leads that was attached to the lower chamber, wasn't attached right, or wasn't working right, or something." Both the ipg and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.